Event description:
It was reported that stent damage occurred. A 3.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, after the stent was loaded on the wire and advanced, the physician noticed that the stent didn't look fully crimped on the balloon. The procedure was completed and there were no patient complications nor injuries reported.

Event description:
It was reported that stent damage occurred. A 3.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, after the stent was loaded on the wire and advanced, the physician noticed that the stent didn't look fully crimped on the balloon. The procedure was completed and there were no patient complications nor injuries reported. It was further reported that the some of the stent struts were elevated. The procedure was completed with another of same device.

Manufacturer narrative:
(B5) - updated describe event or problem.

Event description:
It was reported that stent damage occurred. A 3.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, after the stent was loaded on the wire and advanced, the physician noticed that the stent didn't look fully crimped on the balloon. The procedure was completed and there were no patient complications nor injuries reported. It was further reported that some of the stent struts were elevated. The procedure was completed with another of same device.

Manufacturer narrative:
B5. Describe event or problem updated. Device evaluated by MFR.: a synergy xd mr us 3.00 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts on the distal end in a lifted state. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.